Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).

Event description:
During the pipeline deployment, it was reported that the proximal end of the device would not open despite the use of several techniques. An attempt to snare the device was unsuccessful; however, the proximal end of the device opened approximately five hours later.no injury was reported with the patient as a result of the procedure.